Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. According to the patient, on (B)(6)2026, the patient experienced inaccurate and erratic cgm values, only vague details were documented. At some point the cgm value was 44 mg/dl. At 4:45 am, the patient was dizzy. No other symptoms were documented, and the patient¿s level of consciousness was not specified. Emergency medical service (ems) was called and the bg value by ems was 315 mg/dl while the cgm value was 85 mg/dl. The patient received treatment with IV insulin to stabilize their bg level. The patient¿s blood pressure was also evaluated. The patient remained at home, did not go to the hospital, and was in good condition after the event. No other patient or event details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.